Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient went through treatments for an unspecified cancer. The reported event makes no allegation of any specific malfunction from the dreamstation auto CPAP device, use error, failure, labeling, or other deficiency that is relevant to the harms reported. In addition, the patient tried to order new tubing, but it was discontinued. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.